Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and advised to start over with new supplies. The cg would start over with new supplies. During a follow up with the hp's daughter regarding the alarm, it was revealed that the issue was resolved, but was not sure what caused the alarm. Per the daughter, she did not notice any loose connections, disconnections or defects on the supplies. The daughter confirmed that she had notified the nurse of this incident. Per the daughter, the hp did not have any injury or harm as a result of this incident. The hp effluent was clear. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.